Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) burst during the ballooning process. There were no reports of patient injury. The balloon burst during the ballooning process. The device was intended for use in trans arterial chemoembolization (tace) treatment. The device will be returned for evaluation.

Manufacturer narrative:
This device is available for analysis, but the engineering report is not yet available. However, it will be submitted within 30 days upon receipt. Additional information is pending and will be submitted within 30 days upon receipt.

Manufacturer narrative:
After further review, section d.4 primary unique device identification (UDI) number has been corrected accordingly.

Event description:
As reported, the balloon of a 5f mynx control vascular closure device (vcd) burst during the ballooning process. There were no reports of patient injury. The balloon burst during the ballooning process. The device was intended for use in trans arterial chemoembolization (tace) treatment. The device will be returned for evaluation.addendum: per pe findings, the sealant was found partially exposed from the sealant sleeves.

Manufacturer narrative:
After further review of additional information received the following sections have been updated accordingly: b5, g3, g6, h2, h3, h6, and h10. Complaint conclusion: as reported, the balloon of a 5f mynx control vascular closure device (vcd) burst during the ballooning process. There were no reports of patient injury. The balloon burst during the ballooning process. The device was intended for use in trans arterial chemoembolization (tace) treatment. Multiple attempts to obtain additional information were made without success. A non-sterile ¿mynx control vcd 5f¿ involved in the reported complaint was returned for investigation. Visual inspection of the received device showed that button 1 and button 2 were not depressed. The syringe was received separated from the device, and the procedural sheath was not received for evaluation. The stopcock was observed in the open position, and the balloon was found with evidence of crystallized residuals and deflated. In addition, the sealant was found partially exposed from the sealant sleeves, and the sealant was exposed to blood. In addition, the sealant sleeves of the received device were noted to be frayed/split/torn. Per functional analysis, the inflation/deflation test could not be performed on the returned device due to the evidence of the crystallized residuals found in the balloon. However, a simulated deployment test was performed on the returned device per the mynx control instructions for use (IFU), step 2: deploy sealant. Button 1 was able to be depressed to deploy the sealant with no resistance felt. No issues were noted with respect to button 1 deployment during the device failure investigation. Button #2 was able to be fully depressed, and no issues were noted with respect to button 2 as the balloon could be retracted into the tamp tube. The returned device performed as intended per the mynx control IFU. Per microscopic analysis, upon thorough visual inspection at high magnification, we discovered a longitudinal tear in the balloon of the returned device. Additionally, the sealant was partially exposed from the sealant sleeves, and we observed a frayed/split/torn condition of the sealant sleeves of the received device. The reported event of ¿balloon-balloon loss of pressure¿ was confirmed through analysis of the returned device. Additionally, a condition was noted in the returned device of ¿mynx control system-deployment difficulty-premature¿ as a partial exposure of the sealant was observed due to the frayed/split/torn condition of the sealant sleeves noted and blood saturation. However, the exact cause of the longitudinal tear found in the balloon and the condition of the exposed sealant could not be conclusively determined during analysis. Based on the information available for review and product analysis, it is difficult to determine what factors may have contributed to the issues noted. However, handling factors, access site vessel characteristics (which was not provided), and/or concomitant device factors (which was not returned) most likely contributed to the reported balloon burst since a calcified vessel, and/or concomitant device factors (such as a damaged procedural sheath, stent, or vascular graft) can cause the observed damage to the balloon. Additionally, these factors could also contribute to the frayed/split/torn condition of the sealant sleeves and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve is assembled with 2 side slit overlapping outer sleeves. The slits are designed to decrease unsheathing force and increase deployment reliability. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. Refer to the diagram of the mynx control vcd within the IFU displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, that could cause the sealant to be exposed/swollen prematurely. However, as this condition was not reported by the customer, it is unknown if this received condition occurred due to manipulations after the procedure. Although not intended as a mitigation of risk, the information for safety within the IFU is provided in the product¿s labeling with the intent to make the user aware of the risks. The IFU states, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states, ¿confirm via femoral arteriogram: common femoral artery single wall puncture. Evidence of adequate flow. No evidence of significant pvd in the vicinity of the puncture.¿ also, the IFU instructs the user to discard the device if the balloon does not maintain pressure. Neither the product analysis, nor the information available for review suggest that the failures noted could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.